Manufacturer narrative:
Date sent to the FDA: 04/27/2020. Corrected information: d3, g1, g2.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjz517 batch number, and no non-conformance's were identified. Investigation summary: it was reported pull off - suture needle. Thirty-five unopened samples of product code w9832, lot pjz517 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for the reported issue? 5 boxes. Were x-rays taken to locate the needle? No the needle wasn¿t lost. Was the needle piece removed from the patient during the same procedure? No lost or broken needle. Was there any patient consequence or injury? No. What is the condition of the patient? None. Note: events reported in mw 2210968-2020-02687, 2210968-2020-02688, 2210968-2020-02690, 2210968-2020-02691.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used on the skin. During the procedure, the needle came away from the suture. There were no adverse patient consequences reported.